Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the insulin would not go through. The following was received by the initial reporter: patient complains that the pen-needles are very often blunt. She has to throw away a lot of needles because they don't let insulin through.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the insulin would not go through. The following was received by the initial reporter: patient complains that the pen-needles are very often blunt. She has to throw away a lot of needles because they don't let insulin through.